Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 15 mm xience v is being filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The guide wire was returned frozen inside the xience v stent delivery system (sds), thus confirming the reported device issue. In this case, it is likely that the build up of blood and contrast on the guide wire and in the guide wire lumen of the sds contributed to the reported difficulties. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with moderate tortuosity and no calcification. The 3.0 x 15 mm xience rx stent was implanted in the lesion. During retraction of the stent delivery system (sds) on the whisper es guide wire, the sds became stuck on the guide wire. Both devices were removed as a unit from the anatomy. The vessel was re-wired with a new guide wire and the procedure was completed successfully. No adverse patient effects were reported. No additional information was provided.